Event description:
Injury sustained by the user due to a 9630-4 commode whose frame broke, causing the user to be pinched by the device. No medical intervention was received at the time of the incident. Will follow up if more information becomes available.